Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and received: why did the surgeon decided to fire the device when it was not possible to close it completely with the fifth cartridge?- after firing, surgeon saw that it did not close the tissue. How was the procedure completed?- replace with new cartridge since there was bleeding: how much blood did the patient lost? Was a transfusion required?-no transfusion was required, little amount of bleeding was occurred, bleeding was not serious. On what tissue type was the device used? At what location on the tissue? Stomach. During which stroke of the fifth firing did the event occur? After all strokes, while stapler was opening. What other color cartridges were used before and after this event - blue. Was buttressing material utilized? If so, which product? Yes, suture was used. Was the instrument fired across or near an existing staple line or clip? To new tissue. Were any unexpected noises heard? If so, when?-no, but device lost its power. Were any of the forces higher or lower than expected (closing, firing, or opening)? At 3th and 4th steps, lower forces than expected. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patient¿s pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Suffers from obesity. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? If so, what? No. What is the age and sex of the patient? Female/45-50. What is the current status of the patient? Good. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Is there any other additional information you would like to share about this device or procedure? There is no any complaint for use of device, problem was related with cartridge. Cartridge was not fire stapler.

Event description:
It was reported that during a sleeve gastrectomy procedure, the fifth cartridge (blue) did not completely close and cutting process only with cutting and not throwing stapler; it gave damage to the tissue. At the stomach cutting and closing process cannot be completed' bleeding occurred. It is unknown how the procedure was completed.